Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the existing production documents. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. In summary, there is no indication of a manufacturing error.

Event description:
Ous MDR - after an implantation time of about 41 months, loss of capture was seen. The lead was not returned to berlin for analysis and there is no indication that any intervention was performed. If the lead was explanted, the date of explant was not made available.